Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58m7z. Device evaluation: the analysis results found that the cdh29a device was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Was a leak test performed in the initial procedure? If so, what was the result? What symptoms did the patient present with that prompted the exploratory laparotomy? Where was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe there were other contributing factors to the leak? Please explain. What is the current status of the patient to date, only one sterile device has been received for analysis. Are the complaint device and second sterile sample still being returned?

Event description:
It was reported that on (B)(6) 2018, patient underwent an exploratory laparotomy following a colostomy reversal that was done on (B)(6) 2018. During the first procedure a curved intraluminal stapler (ils) was used. The anastomosis was found to be leaking during the exploratory laparotomy with a resulting ileostomy performed on the patient. It is unknown if another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Bowel obstruction. What healthcare professional fired the device and what is his/her experience with the device? Surgeon. Where in the green gap setting scale was the indicator located prior to firing? Surgeon will need to answer. Do not know where set at. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Believe so. Was the device difficult to close? Unknown. Was the device difficult to fire? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Did not receive audible feedback; uncertain about tactile as that is surgeon. Were the donuts inspected? Yes. If so, please describe. Inspected by scrub and surgeon was a complete washer transection confirmed? Unknown. Was a leak test performed in the initial procedure? Yes. If so, what was the result? No issues determined. What symptoms did the patient present with that prompted the exploratory laparotomy? None. Where was the leak identified? No. Were there any issues noted with staple formation at any point throughout the care of the patient? No. Does the surgeon believe there were other contributing factors to the leak? Please explain. What is the current status of the patient? Opened additional unit and used it on the patient. To date, only one sterile device has been received for analysis. Are the complaint device and second sterile sample still being returned? Returned. The following information was requested, but unavailable: I was able to confirm that we have only received one sterile sample and we do not have anything on hold from this account or related to this complaint (we received the first device over a month ago). Are you able to provide a tracking number for the complaint device and second sterile sample that have been sent? Additional information was requested and the following was obtained: unfortunately, only one device was received. If the other devices are received at a later date, the file will be updated accordingly. Response: we understand. Thank you for taking care of this one for us. Were you able to obtain any further information related to the event question below: related to the responses below, it was originally reported that ¿the anastomosis was found to be leaking during the exploratory laparotomy.¿ do you know what prompted the exploratory laparotomy and if the site of the leak was from the cdh29a used in the initial colostomy reversal procedure? If no malformed staples were observed, were there other factors such as tissue condition that contributed to the post-op leak? Response: we were not. Sorry.